Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026, in order to underwent a skin flap reduction surgery due to poor magnet retention despite increasing to strongest magnet. The implanted device remain.